Manufacturer narrative:
The reporter's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. One vial of remaining test strips was provided for investigation. The test strips and vial showed no defects. The material arrived frozen on dry ice. Per product labeling, the test strips are to be stored at 2-30 degrees celsius. The returned test strips were measured on reference meters with a high level control sample. Specified control target range 2.7 - 3.3 inr. Results: qc 1 = 3.0 inr, qc 2 = 3.0 inr, qc 3 = 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with specifications. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek xs meter serial number (B)(4). On (B)(6) 2020, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.6 inr. A half hour after laboratory testing, a sample from the patient was tested using the meter, resulting with a value of 6.0 inr. On (B)(6) 2020, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.8 inr. A half hour after laboratory testing, a sample from the patient was tested using the meter, resulting with a value of 8.0 inr. The patient's therapeutic range is 3 - 3.5 inr.